Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low sodium (na) results generated by the unicel dxc 600 pro synchron clinical systems. The low results were reported out of the lab and a physician notified the lab that na results were low. The specimens were re-tested and higher na results were generated. Amended reports were issued. The initial and repeated results were not provided. The customer has not received any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
The ise system is calibrated every 8 hours and qc is run at that time. Prior to the event, na qc results were within the lab's established ranges. The customer uses the twice-weekly flow cell maintenance procedure. Pre-analytical sample handling was discussed with the customer. A field service engineer (fse) was dispatched: the fse cleaned the ise flow cell and replaced several hardware components. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.